Event description:
It was reported that prior to an implant procedure, prior to suturing the lead, fluoroscopy of the right ventricular (rv) lead revealed the helix had retracted with only one-third remaining out of the tip. The lead pin was engaged with a clip-on tool and the helix was able to be extended to a full position. The implant procedure was completed without further complications. There were no patient consequences.